Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile change prior to damage) issue. It was reported that the abb (audio bolus button) was under responsive and the cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during investigation, a visual inspection revealed that the audio bolus button cover was detached missing from the pump. The complaint of the audio bolus button¿s under-response was not duplicated during testing. All of the keypad buttons responded appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.